Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2011 the patient presented for cervical myelopathy and fusion. Pre-operative diagnosis: congenital cervical stenosis with myelopathy. The patient underwent the following procedures: 1. Posterior cervical instrumentation with medtronic vertex screw system, c3-t1. 2. Laminectomy c3-t1. 3. Posterior spinal fusion with local autogenous bone graft c3-t1. 4. Intraoperative spinal cord ultrasound was performed. (B)(6) 2011 the patient presented to the office due to bilateral parasthesia. (B)(6) 2011 the patient presented to the office. Pre-operative diagnosis: c6-t1 pseudoarthrosis and instrumentation failure. The patient underwent the following procedures: 1. C6-t2 posterior spinal fusion with local autogenous bone graft rhbmp-2 and bone graft. 2. Posterior spinal fixation with screw system c6-t2. 3. Removal of instrumentation and t1. (B)(6) 2012 the patient presented with c6-t1 pseudoarthrosis. The patient underwent the following procedures: 1. Anterior cervical diskectomy and fusion with structural autogenous iliac crest bone graft c6-c7, c7-t1. It was done with morselized autogenous iliac crest. 2. Anterior cervical fixation with cervical plate and screw system, c6-t1. 3. Harvest of structural iliac crest autograft from left ilium. 4. Harvest of cancellous morselized iliac crest bone graft. 5. Repair of left ilium bone defect with bone graft bone substitute. Per op notes: each bone graft was shaped and the c7-t1 structural autograft was inserted. This obtained good fit. Distraction was removed and the caspar pin at t1 was removed and the hole was waxed. Distraction was applied to c6-c7 and the second bone graft structural piece was inserted. Morselized autogenous bone graft was inserted into each disk along the uncovertebral joints. The distraction was removed and each pin was removed and the holes were waxed. A cervical plate was inserted across c6-t1 and two screws were inserted at each level at c6, c7, and t1 and all obtained good purchase. (B)(6) 2012 the patient presented with the pre-operative diagnosis of neurogenic bladder. The patient underwent the following procedures: cystometrogram, electromyography. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.